Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a healthcare provider (hcp) via company representative (rep) regarding a patient who was receiving morphine (unknown concentration or dose) and bupivacaine (unknown concentration or dose) via implantable infusion pump. It was reported that last week the caregivers were concerned about the patient's symptoms of overdose (symptoms were unknown and unknown if patient overdosed). When the pump was interrogated it was found to be empty. There were no known cause that may have led to this event the hcp stated wanting to put the pump into minimum rate mode and the pump would be filled on (B)(6) 2021. The hcp was assisted with entering the reservoir volume 2.0 ml and to state in the medical notes that the pump was actually empty but in order to update to minimum rate a volume had to be entered. Low reservoir volume was set at 1.0 ml. Of note, the patient recently had a fall last week which was irrelevant to the event.